Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid from the battery compartment. There was no reported patient injury. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. This MDR represents the bard/davol hydrosurg plus (device #2). An additional MDR was submitted to represent the bard/davol hydrosurg plus (device #1). Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, it was noted that the bard/davol hydrosurg laparoscopic irrigator leaked fluid from the battery compartment. It was reported that the or staff removed (device #1) and used another bard/davol hydrosurg irrigation (device #2) and the second device also leaked fluid and another device of different lot was used to complete the procedure. There was no reported patient injury.